Manufacturer narrative:
The pump was not explanted and therefore a full evaluation of the device could not be performed. A correlation between the device and the reported event could not be determined. A review of device history records showed no deviations from manufacturing or qa specifications that would affect device function or performance. No further information is available. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 29 days post-implant, it was reported that while in the hospital preparing to be discharged the patient had a subdural bleed. The patient had been stable prior to the event and the patient¿s international normalized ratio (inr) was around 1.8 to 2.2 the day before the event. The patient's family decided to withdraw support and the patient was placed on palliative care. The patient expired on (B)(6) 2015 and the cause of expiration was reported as subdural bleed.

Manufacturer narrative:
The approximate age of the device is 29 days. The pump was not explanted from the patient; therefore, will not be returned to the manufacturer for evaluation. No further information is available. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.